Event description:
Per the clinic, it was reported that open circuits were noted on multiple electrodes, and subsequently the device was explanted on (B)(6) 2021. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 04, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 22, 2022.